Event description:
Pt's mother who stated patient got an error code on her pump 41171 (critical system error) when she was getting ready to change pumps for new mix. Pt did not use pump with error code. Serial number is (B)(6). Pt is successfully infusing on backup pump. Order created for replacement pump. Mother stated she would like to refill med and supplies on order at the same time. Did the reported product fault occur while in use with the patient? No did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes, upon patient return (if yes, put yes, upon patient return); did we replace device? Yes; did the patient have a backup device they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Diagnosis for use: pah.